Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2012, the pt underwent a trial procedure. On (B)(6) , the pt was admitted to the hosp due to an asthma attack. As a result, her trial system was removed the next day. She is scheduled to f/u with her doctor on a later date.